Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal follow up. Upon interrogation, the right atrial lead exhibited noise and low impedance. No intervention was performed. The patient would continue to be followed.